Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported she was hospitalized due to high blood glucose over 700 mg/dl. Customer symptoms were feeling sick and sugars were high. Customer stated she was hospitalized due to the insulin pump. Customer stated she was high and the device never alarmed. Customer was not in an accident. Customer requested a replacement. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.